Manufacturer narrative:
Summary of event: as reported, during an unspecified procedure in interventional radiology, the coating came off of an amplatz stiff support wire guide. Per the reporter, the wire became stuck and was withdrawn through another manufacturer¿s catheter, at which point the user noticed that the coating of the wire had ¿come off.¿ a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information was received 19jun2025. Access was obtained in the femoral vein to target a totally occluded fistula within the subclavian/cephalic arch. Another manufacturer¿s 6-french sheath was used during the procedure. Another manufacturer¿s hydrophilic wire guide was initially used to gain access past the fistula. The user then exchanged the wire for the complaint device, through another manufacturer¿s bern catheter. The wire was not altered prior to use, and the wire holder was flushed with heparinized saline ¿as standard on the scrub trolley.¿ the wire was not moistened with heparinized saline-soaked gauze prior to use, as it was inserted immediately after being flushed. Resistance was not encountered during insertion of the wire. The user planned to exchange the catheter for an angioplasty balloon; however, resistance was encountered. The physician then tried to retract the wire from the catheter, at which point the wire unraveled at both ends within the catheter. The user did not torque the wire, and the wire was not pulled or manipulated backwards through a needle or other metal instrument at any time during the procedure. The wire and catheter were removed together, losing access. Reportedly, because the wire unraveled in the catheter, the physician is confident that nothing was left in the patient. Because the user was unable to cross the occlusion and perform angioplasty as planned and because access was lost, the procedure was aborted. Due to ¿other factors¿ regarding the patient¿s health, it is unknown if the procedure will be rescheduled; however, it has not been rescheduled at this time. Per the reporter, the patient did not require any additional interventions or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation, along with the other manufacturer¿s bern catheter. The wire was unraveled from the distal end, starting at approximately two-centimeters from the distal end of the wire and extending to the weld spots on the shaft. Because the wire was unraveled, it was impossible to determine if coating was missing. A sample 0.035-inch wire was unable to advance through the hub of the other manufacturer¿s catheter and could not advance more than eight-to-nine centimeters from the distal end of the catheter due to the presence of biomatter in the catheter. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿when you use the wire guide with another device, consider the end-hole size and the length of the device in order to ensure a proper fit between the wire guide and the device.¿ the IFU also states ¿do not advance or withdraw a wire guide when resistance is encountered, as a perforation could occur.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. Although the target was a totally occluded fistula, the customer reported that there was no resistance when inserting the wire through the catheter. The exact conditions experienced during the event cannot be duplicated. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: phone: (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure in interventional radiology, the coating came off of an amplatz stiff support wire guide. Per the reporter, the wire became stuck and was withdrawn through another manufacturer¿s catheter, at which point the user noticed that the coating of the wire had ¿come off.¿ a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested.

Event description:
Additional information was received on 19jun2025. Access was obtained in the femoral vein to target a totally occluded fistula within the subclavian/cephalic arch. Another manufacturer¿s 6-french sheath was used during the procedure. Another manufacturer¿s hydrophilic wire guide was initially used to gain access past the fistula. The user then exchanged the wire for the complaint device, through another manufacturer's bern catheter. The wire was not altered prior to use, and the wire holder was flushed with heparinized saline "as standard on the scrub trolley." The wire was not moistened with heparinized saline-soaked gauze prior to use, as it was inserted immediately after being flushed. Resistance was not encountered during insertion of the wire. The user planned to exchange the catheter for an angioplasty balloon; however, resistance was encountered. The physician then tried to retract the wire from the catheter, at which point the wire unraveled at both ends within the catheter. The user did not torque the wire, and the wire was not pulled or manipulated backwards through a needle or other metal instrument at any time during the procedure. The wire and catheter were removed together, losing access. Reportedly, because the wire unraveled in the catheter, the physician is confident that nothing was left in the patient. Because the user was unable to cross the occlusion and perform angioplasty as planned and because access was lost, the procedure was aborted. Due to "other factors" regarding the patient¿s health, it is unknown if the procedure will be rescheduled; however, it has not been rescheduled at this time. Per the reporter, the patient did not require any additional interventions or experience any adverse effects due to this event.

Manufacturer narrative:
Additional/corrected information: b5, d10, h6 (annex f, a, and g). H3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.